Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force.

Event description:
A us distributor returned an electrode belt during the investigation of a non-reportable death, when a reportable malfunction was found.